Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: per event description:" the needle detached or the suture broke during or" please clarify if the needle detached only or did the suture break also during the same procedure? For some items the needle detached during the procedure, for some items the suture broke. Multiple issues during the procedure with different items of the same box. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the name of the procedure? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020; and a suture was used. During the procedure, the suture pulled off the needle and broke. There were no adverse patient consequences reported. Additional information was requested.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 10/27/2020. A manufacturing record evaluation was performed for the finished device lot number phb770, and no non-conformances were identified. Additional h3 investigation summary: it was received for analysis an opened box with twenty-three unopened samples of product code eh7222h, lot phb770. The complaint sample was not returned for evaluation. During the visual inspection of unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage were observed. A functional test was performed and the pull force and tensile strength were above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. The device performed without any defect noted and the actual complaint sample was not returned for analysis. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What is the total quantity involved of sutures breakages involved in this one patient event? What is the total quantity involved of needles detaching from the suture involved in this one patient event? What is the name of the procedure? The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Note: events reported in 2210968-2020-03361 and 2210968-2020-03362. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.